Event description:
It was reported that a patient underwent right total hip arthroplasty on (B)(6) 2013. Subsequently, the patient alleges pain. Radiograph images reveal a radiolucent line which suggests loosening of the acetabular component. No revision has taken place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 14, "postoperative bone fracture and pain."